Event description:
Event description guidant received information that when taking this cardiac resynchronization therapy defibrillator (crt-d) out of storage mode prior to implant, an error message was displayed which stated factory fallback. The device was reinterrogated with another programmer and the same red warning screen was displayed. The device will be sent back for analysis. ,